Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances with the extensions. Surgical intervention was undertaken, and the extensions were explanted and replaced. During the procedure, the extensions also sheared of the end of the lead. No intervention is planned for the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.